Event description:
Allegedly, the osteotomy still had not healed. The plate was removed during a revision surgery for a broken screw.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 1043534-2009-00275. This report will be updated when the investigation is complete.